Event description:
It was reported by a vns pt that during an appointment with her neurologist an error message was received. Since pt was recently implanted (on (B)(6) 2011), the neurologist referred the pt to the neurosurgeon. The neurosurgeon performed diagnostics and received high impedance, dcdc=7. The pt did not have any recent falls. Her seizure control was good as she has not had a seizure in 6 months. X-ray images were taken; however, the images were not sent to the manufacturer. Pt also complained of continuous pain at the generator site as the generator was not turned off. Good faith attempts to obtain more info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.